Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. On the same day as onset, the patient was hospitalized for the event and treated with vancomycin (1g, every four days, intraperitoneally) for peritonitis. The patient was discharged from the hospital after five days. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).